Event description:
The customer reported no image output on the screen. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. The system operates as intended.